Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient was experiencing neurological issues such as tripping and falling around (B)(6) 2015, so he had his system explanted in (B)(6) 2014. The patient had pockets of fluids in his spinal cord after the device was installed, and he stated that the health care provider told him not to worry about it and to keep adjusting it. There was an infection in his spinal cord where he had pockets of fluids and fluid buildup following the explant of the device. The infection was caused by the pocket fluid. The patient stated that they did not notice because he was having headaches/migraines and other things that were going on. He started going to the doctor to find out what was going on and the health care provider could not figure it out either, but found some pockets of fluid. The patient ended up in the hospital and had to have a spinal cord surgery to remove the fluid out and was in the hospital for 5 days in (B)(6) 2016. The patient had just gotten over surgery and was on some medications at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient on 18-aug-2016. The device had been explanted about a year prior to (B)(6) 2016, however it was also reported the explant was in (B)(6) 2014. Explant was reported to have been due to having issues with it. The implanted battery was not staying charged long enough which had started 3-4 months after implant. Since implant the device was not giving enough coverage for it to work properly. The patient had met with a manufacturer's representative several times for reprogramming. The patient stated that they did not want to get the implant, but was having some leg pain and wanted some relief. The patient was looking to get relief, and all they had was nothing but problems. The device didn't work. On 29-aug-2016 the patient reported that they didn't like the way stimulation made them feel and that it made them dizzy and lose balance. The patient thought that the device lead to other back issues so the device was removed. This information was previously reported under manufacturer's report# 3004209178-2016-18572. Any additional information received regarding this event will be reported under this manufacturer's report.

Manufacturer narrative:
Correction: please note device code c76126 no longer applies to this report. Patient code c64343 was used for the report of a torn rotator cuff. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via report number mw5065852. It was reported that the electronic stimulation device placed in the patient¿s back damaged his nerves and gave him an infection at the site from fluid build-up. The device had never worked correctly since implant and the patient received shocks that were painful. A manufacturer representative (rep) attempted to adjust the device; however, the shocks continued so a physician turned the device off. It was noted that the battery life ran out too quickly. The patient received the jolts whenever he moved too quickly and they went down his leg and up his spine. It was noted that the patient also had migraines from the device. A physician declined to remove the device, but his associate removed it. Once the device was removed, the patient¿s headaches stopped. The headaches had been so bad that the patient thought he had meningitis. The patient had been told that he had nerve damage from the fluid build-up and the wires in his spine. The patient complained of numbness in the legs and falling when trying to walk. The patient fell recently and had torn his rotator cuff and may have also torn the meniscus in his knees. Hydrocodone, gabapentin, and diazepam were noted as concomitant medical products. Hospitalization and disability/p ermanent damage were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.